Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/30/2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings:.black box shows evidence of battery alarms following a "por" event on complaint date. Evidence of moisture behind display lens. Pump intermittently powers with the returned battery cap or test battery cap..battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. "Audio bolus" button cover is torn. Bolus button is responsive..4. During investigation with a fully charged battery installed. Low battery warnings and replace battery alarms were received .. Idle and sleep current draws not within specifications. Leak test shows leaks at battery compartment crack and tear in bolus button cover. Removed pump case. Evidence of additional moisture inside pump on transceiver board. Unplugged transceiver board. Current draw levels returned to within specifications.. Checklist step 30 (current draw) fails due to internal moisture contamination. Battery alarms and intermittent power events due to moisture contamination.